Event description:
It was reported that the system 9800 would reinitialize in the middle of a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was suspected that the interconnect cable was defective. The cable was replaced. The system was tested and found to be working as intended and placed back into service.